Event description:
It was reported that the device was found to be in a bvvi mode. The patient had multiple shocks. The egm for the device image revealed the patient was in a vt rhythm and the device was delivering hv therapy. The vt storm the patient had caused the device to charge up multiple times, using up over half of the estimated longevity of the device. The event was clinically resolved by reprogramming. The device was electively replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of high voltage shocks and backup vvi was confirmed in the laboratory. Device images were obtained and revealed that the device performed multiple hv charges and deliveries within a short period of time. A ventritex automated test system defib life was performed and the device was found to be normal. It is believed that the backup vvi was caused by the multiple high voltage charges and deliveries within a short period of time.